Manufacturer narrative:
Lumenis investigated the reported event by contacting the facility to obtain further information about the reported event. Despite four (4) reasonable attempts by phone, no additional information regarding this event has been provided. A lumenis service engineer visited the site after the reported event and was able to duplicate the 303 error. The engineer replaced the controller board and verified the voltage test points per manufacturer's requirements. After testing and finding the system to meet operational and safety specificaions the system was returned to the facility in working order. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: feb 25, 2018. A review of system risk files (1003623_c risks #1.2 and #2.1 ) found the risks of 'pulse energy too high' which have the potential to lead to over-treatment which may result in permanent injury/impairment -or- ineffective treatment which may require re-operation. The risks have been quantified and found to be remote, and the risks have been characterized and documented as acceptable within full risk assessment . A review of historical product complaints shows that the same malfunction of error 303 has not led to serious injury in the past. As it is uncertain if the event would likely cause or contribute to a serious injury if the malfunction were to recur. Lumenis is reporting this malfunction in an abundance of caution. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A user facility reported that during use of their lumenis pulse 100 laser system, "error code 303 "high energy" appeared on the screen during treatment. No report of patient injury was received, and no report that the malfunction caused or contributed to any change in the patient status.